Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half height (hh) drawer 3-1 was not closing, checked drawer. A field service engineer (fse) identified that the latch catch was loose. So, the fse reseated the latch catch, then ran diagnostics and tested the drawer and all the pockets and it tested good. Further the fse replaced retractors for 3-1 and 3-2, then ran diagnostics and tested fine. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es, drawer was failed. The customer reported that the issue occurred when dispensing medications to the patient and resulted in a delay to the patient¿s workflow. However, there were no adverse events or injuries reported due to this event.